Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer's was not used to having blood glucose under 400 mg/dl. The customer's blood glucose went down o 67 mg/dl, which he was able to successfully treat. The customer also received a no delivery alarm while changing his infusion set, but he resolved the issue on his own; the tubing was wrapped in the belt clip. The customer also mentioned having high blood glucose events that were caused by his eating habits. The customer declined transfer to the 24-hour product helpline. No products were returned or replaced.